Manufacturer narrative:
Ipg implant date is unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped using and charging the ipg due to anxiety. The patient felt that tonic stimulation increased her anxiety so she did not tolerate therapy well. After an emotionally traumatic event in 2018, the patient¿s anxiety further increased, and she quit charging the ipg, as well as quit using the ipg. In turn, the ipg became inoperable and would no longer communicate with external devices. To address the issue, the physician explanted the scs system.